Event description:
It was reported that during the procedure to treat a lesion in an unspecified vessel with mild calcification, when the 2.75 x 12 mm nc trek was used for post dilatation a leak was noted and appeared to be coming from the shaft of the balloon catheter proximal to the guide wire exit port. Post dilatation was completed using a new trek rx. There was no resistance noted during advancement or retraction in the lesion. Reportedly the device was prepared using the standard prep technique; however, it was not submerged in heparinized saline prior to use. The nc trek was inflated using an indeflator. There was no reported adverse patient effect or clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported leak was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use stated to submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - incorrect prep. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.